Event description:
It was reported that the patient experienced inadequate stimulation and discomfort associated with the ipg placement. The patient also had to charge the implant more often for longer periods of time and the device had migrated. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18389635/18693641.